Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site took 2d shots, then took a 3d spin. As it was reformatting the 3d spin the system showed battery error critically low and never transferred. They attempted another spin and got the same error code halfway through the spin and still unable to transfer. They restarted a final time and disconnected the mobile view station (mvs) and the battery levels were green. They did a final spin and the images transferred correctly. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information. It was confirmed that there were two unused image acquisitions.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Suspect the issue is due to low power. Number of people exposed: 1 - patient number of people in or other than patient: 2 estimated 3d dose absorbed (patient): 2.45msv. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.